Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it was not possible to take the water from the balloon at the end of its use. The child required surgery to remove the catheter. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. An actual sample was returned for investigation. However, only a fraction of the whole catheter was returned which is the funnel and a small portion of the shaft part (refer picture 1). The total length of returned sample was measured with calibrated ruler is of 8cm. The remaining parts of the catheter was absence for investigation. Based from the complaint description, it is believed that the catheter was having non-deflation issue. Non-deflation could be due to several reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Besides that, based on the IFU, it was advice to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. The returned sample was tested for any blockage or leakage along the inflation lumen by introducing colored water using. The colored water indicated that there were no blockage or leak found along the inflation lumen. Howbeit, with the absence of remaining part of the catheter, no further investigation could be conducted to identify the root cause of this issue. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be culled out during this process. Balloon could not be deflated may due to several reasons. However , the returned sample exhibits no such issue during testing. Therefore, this complaint could not be confirmed.

Event description:
It was reported that it was not possible to take the water from the balloon at the end of its use. The child required surgery to remove the catheter. The patient's current condition is unknown.